Event description:
Device was supposed to inflate the mesh against the abdominal wall to be secured. The balloon failed to inflate so surgical team then had to manually place mesh against the abdominal wall to be tacked into place. Rep was notified. Surgeon manually placed mesh against the abdominal wall to be tacked into place.